Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 417 mg/dl. Customer's other relevant blood glucose was 526 mg/dl, 510 mg/dl, 420 mg/dl, 577 mg/dl, 600 mg/dl, 535 mg/dl. The customer declined troubleshoot for high blood glucose. Customer states that he wants him relay on auto mode still but he wants to make sure that the programmed basal is in the pump so incase he does go high he will have the other basal to resort to. Customer states that blue shield on the top of the screen. The insulin pump will not be returned for analysis.